Event description:
It was reported that during a hemorrhoidectomy procedure, the device cut but didn't staple. Henostasis was achieved by hand-suturing. Redundant left anterior hemorroid was removed with a closed technique. The procedure was converted to a traditional hemoriodectomy as well as extended or time in order to control the bleeding.